Event description:
During the implant procedure, it was not possible to turn the distal screw out of the lead tip. Additional information reported there was lead positioning difficulty. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.